Manufacturer narrative:
(B)(4).

Event description:
It was reported that an unspecified error message occurred. It reportedly occurred frequently between 6/15/2026 and 6/16/2026. Data was provided for investigation. Confirmation of the complaint was confirmed. However, signal loss over an hour was found in connection to the allegation. The probable cause was the transmitter and app were unable to establish a connection. No injury or medical intervention was reported.